Manufacturer narrative:
Investigation summary: bd received 1 samples and sent 5 photos for investigation. The photos were reviewed and the indicated failure mode for damaged tube was observed. Additionally, the customer samples along with 100 retention samples from bd inventory, were evaluated by visual examination and the issue of damaged tube was observed in the customer sample. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged tube. This molding defect is commonly known as a ¿double shot¿ and is created when a molded component does not transfer from the cavity to the core during the demolding process. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported after using bd vacutainer® edta 2k 1 tube leaked from the bottom of the tube. No adverse impact was reported regarding the patient or user.